Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that the infusion set's tubing came apart from the sit while sleeping. The site location was the patient's left buttocks and the pump was located on the left side. The infusion had been in use for 2 days and they were stored in the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, of the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.